Manufacturer narrative:
H3: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the tubing was leaking near the filter hold. This was a continuous infusion. There was patient involvement and unknown harm/adverse event reported.